Event description:
Customer reported that the top button was difficult to push. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.